Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert occurring around the time the issue began. There was no adverse impact to the customer's blood glucose level. The customer used the tandem charging cable and wall adapter but was unable to resolve the issue despite troubleshooting. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping. If the pump battery depleted before receiving the replacements, the customer was advised to rely on mdi, including pens and shots.